Event description:
An inventory manager reported that a dialyzer blood leak occurred upon initiation of the patient¿s hemodialysis (hd) treatment. Upon follow up with the charge nurse, the blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device has been discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An inventory manager reported that a dialyzer blood leak occurred upon initiation of the patient¿s hemodialysis (hd) treatment. Upon follow up with the charge nurse, the blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device has been discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, a photograph of the dialyzer was provided by the customer. Evidence of a blood leak was apparent in the provided photograph. The provided photograph indicates that an internal leak occurred, however, the cause cannot be determined from the media and the actual sample product was not returned for evaluation/testing. During the lot history review it was noted that there were no other complaints reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. The production record review showed there were two non-conformances in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. The reported event was confirmed based on the provided photograph. The probable causes for damaged/broken fiber(s) or an incomplete seal in the potting material may be manufacturing related, however, without an examination of the sample it is unknown. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.